Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead had evidence of oversensed noise and intermittent low out-of-range impedance measurements. Insulation damage is suspected. The patient has underlying sinus bradycardia with normal a-v conduction and hence was asymptomatic. Wenchebach testing was performed at 120 bpm and the patient maintained 1:1 av conduction. The physician reprogrammed the associated device to an atrial tracking only mode and the patient will be monitored. No adverse patient effects were reported. The lead remains in service.